Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump buttons are sticking. Customer's blood glucose level was 8.5 mmol/l. Customer reports up and down keys were not working. Customer states that numbers are not ramping on their own. Customer states the scroll bar was not moving with no input. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). The device passed the displacement test and self test. No keypad anomalies noted during testing. Keypad unresponsive/button error alarm not confirmed.